Event description:
Customer reported a pcu and 4 pump modules alarmed for communication error on modules. Green tarnish and lint were noted on the iui connectors of two of the devices. The devices were on a patient at time of the communication error alarm. The devices were evaluated by biomed and the communication error was not replicated. There was no patient harm reported and no medical intervention was required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). The customer stated that the product would not be returned at this time. The customer stated that they attribute the issue to their transportation and cleaning process of the device and the iui connectors. Customer declined an event log review or a failure investigation.